Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of fixture following pain at the implant site. There are plans to reimplant the patient, however this has yet to occur as of the date of this report, (B)(6) 2015.